Manufacturer narrative:
(B)(4). The two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm on (B)(6) 2016 at 22:36:59 where (B)(4) went from a high relative state of charge to zero. Additionally, log file analysis revealed several premature power switching events involving both batteries. Analysis of the batteries revealed that the devices passed visual examination and functional testing. An internal investigation has been open to evaluate the controller communication errors. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices have been returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial # (B)(4), catalog # 1650, exp. Date. 07/31/2016, mfg. Date: 07/31/2015.

Event description:
It was reported that the patient noted his batteries were switching early. Information recieved stated that there was no report of alarms or power loss and the issue was resolved with the device exchange. No reported consequences to the patient.